Event description:
It was reported that one day post implant, the atrial lead had dislodged and fallen into the ventricle. A lead re-positioning procedure was scheduled for that evening. The lead remains in use. No patient complications have been reported as a result of this event.